Event description:
It was reported that during a left ventricular (lv) lead revision, it was found that the right atrial (ra) lead displayed insulation damage. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 4296 implantable pacing lead (B)(6) 2010; d234trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).